Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb), flow sensor and keyboard were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found on the bd pcb, the keyboard showed dome slippage on numerous keypads and the flow sensor showed contamination on the hot film rod. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the bd pcb. The flow sensor root cause was isolated to the contamination on the hot film rod due to customer mishandling. The keyboard root cause was isolated to the dome keypad slippage. If information is provided in the future, a supplemental report will be issued.